Event description:
Customer alleges that the unit came up with a key fault message. No reported pt involvement. Service representative unable to duplicate alleged condition. Proper operation of the device was confirmed.